Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a motor rate error occurred while performing the motor train test during preventive maintenance.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a motor rate error, check clutch/plunger lever. The device was visually inspected. A functional test was performed. The cause of the reported issue was due to aging and normal wear of drivetrain parts. As a result, the leadscrew, coupling, worm gear, and clutches. Was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.